Manufacturer narrative:
B4:30aug2021. The customer reported that the power cord was replaced to address the issue, and the unit was return to use. No further information was provided.

Manufacturer narrative:
30jul2021. There was no patient involvement.

Event description:
It was reported that the ventilator¿s power cord had intermittent issues and would not operate on alternating current (ac) power. There was no patient involvement.